Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that during the time they had their radiation therapy, they had a lot of pain in the area where their implant was. Patient said that the radiation therapy was just across their spine, just above their implanted area. Patient said that they finished their radiology therapy the week before last and it went on for about 2 weeks, and it hurt almost the entire time. Patient said the pain was during the whole time of the procedure, then a dull ache afterwards. Patient asked if it was normal. Agent reviewed compatibility for radiation therapy. Agent redirected them to their doctor if pain continued to occur during their radiation therapy. Patient said they were no longer seeing their doctor on file as they moved. Patient needed a new doctor. Agent sent physician listings to their email. Patient also requested assistance to turn off their stimulation as they will be having a biopsy tomorrow. Agent guided the patient on how to turn off their stimulator over the phone. Patient was able to connect to their implant and successfully turn off their stimulation. Patient asked if they would have issues with their leakage, they can try increasing their stimulation once they turn their therapy back on. Agent confirmed that they can consider increasing their stimulation if their symptoms return. Agent asked for the event date, but patient was not able to provide any information.